Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that fixed sensing would be the best option for this patient. The consultant also recommended further testing. The caller stated that some isometrics were performed and there was a point when the patient reached her right arm over her left shoulder and this same noise was seen with some oversensing. The caller will have the patient return for further testing and to adjust the device sensing. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that upon interrogation of this device, an alert was received to check the right ventricular (rv) lead. R-wave measurements at implant were 14.0mv and at the last check were 4.5mv and today, no r-wave measurements could be obtained since the patient underwent an av node ablation and is now pacemaker dependent. Impedance and threshold measurements were stable. A review of the patient data noted potential loss of capture or fusion. Additionally, there was noise on the rv channel which was over sensed causing pacing inhibition resulting in two seconds of asystole. No adverse patient effects were reported.